Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage to the keypad traces. The device was received with cracked reservoir tube lip, minor scratched display window, scratched reservoir tube window, broken belt clip, and missing end cap sticker.

Event description:
Customer reported that the insulin pump's keypad was unresponsive. Customer stated that the time was advancing on the display screen. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 250 mg/dl at the time of the call. No further information was provided.